Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. On 4/01/25 the AED attempted to alert the user by flashing its red asi and chirping as a result of a self test. The AED continued to flash and chirp until 9/09/25 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until 9/24/25 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until 3/10/26 when a replacement battery pack was inserted into the AED.

Event description:
An international distributor reported that their customer's AED would not power on; however, when tested with a spare battery pack, it did power on. The customer did not report this occurring during patient use.